Event description:
It was reported an 8f angio-seal device was deployed following an interventional procedure and the pt was discharged from the hosp. One day later, a large hematoma developed at home. The pt was re-admitted to the hosp and compression was applied. The pt was observed and was doing well.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the hematoma could not be conclusively determined. The angio-seal device instruction for use (IFU) state that a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.